Manufacturer narrative:
The product was not returned for analysis. The lens remains implanted. Product history and were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. Zip code is not indicated at this time. (B)(4).

Event description:
A doctor reported postoperative aseptic endophthalmitis was confirmed in a patient's eye following an intraocular lens (iol) implant procedure. Clinical judgement was considered to be non-infectious because the symptoms improved only with steroid treatment.

Manufacturer narrative:
(B)(4).

Event description:
Due to the possibility of inflammation relapse, eye drops treatment is being continued.

Manufacturer narrative:
One photo of ultrasound demonstrating opacities in the vitreous potentially compatible with vitreous condensations. No diagnosis can be made based on the provided photo. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that a vitrectomy was performed. The symptoms resolved.